Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with user facility representative(s). "Obf [out of box failure] this is a new gde [gas deliver engine] sent as part of upgrade kit for nimv/vg. After installing this gde [gas deliver engine] the vent now works and passes the est [extended system test] but will not give audible sound when alarming, just the visual alarm on the screen. He swapped another gde [gas deliver engine] from another kit and vent alarms now work correctly, both visual and audible."

Manufacturer narrative:
The user facility did not submit a user facility report to the manufacturer. Event codes were derived based on information documented by a carefusion tech support specialist in response to a phone conversation(s) with a user facility representative. (B)(4). The following information concerning the evaluation of the device by the user facility was documented by a carefusion technical support specialist in response to a phone conversation with a user facility representative. The user facility evaluated the device and identified a faulty gas delivery engine as the most likely root cause in this alleged event. The user facility completed the repair of the device by replacing the gas delivery engine and running the device through a complete checkout per the operator's and service manuals. Carefusion issued a return goods authorization (rga) number to the user facility for the return of the alleged faulty gas delivery engine for evaluation. As of the date of this report the alleged faulty gas delivery engine has not been received. Once the gas delivery engine has been received and the evaluation completed, a follow-up medwatch report will be submitted.